Event description:
Unomedical reference number (B)(4). Adult female diabetic patient, stated that she on (B)(6) 2023, has first went to ER and was subsequently hospitalized and admitted to the ICU. The blood glucose (bg) related to the incident was at 700 mg/dl-800 mg/dl and a high ketone. The patient thinks that an issue with both infusions set and the reservoir to be a probable cause of this incident but does not remember. However, the patient was in and out of consciousness and does not recall checking any supplies. The patient thinks that the incident led to a nerve damage in her leg and brain fog often. However, the hcp did not talk to the patient in regard to how this event caused those injuries. The patient was treated with IV and fluids of saline and insulin that resolved the issue. The patient was released from hospital on (B)(6) 2023. Unomedical asked the distributor to reach out to the patient for further information. However the patient provide only the brand name of the used infusion set and confirmed to distributor, that she has no more details. No more information available